Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in an adult female patient who had essure inserted (lot no. 846836) for permanent contraceptive tubal implant. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of cesarean section, parity 2, multi gravida, ovarian cyst, gravida and abdominal pain. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: preoperative postoperative diagnosis: term pregnancy for repeat c-section and desires permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: final diagnosis: (a) right, (b) left fallopian tube segments, bilateral tubal ligation: complete cross sections of unremarkable fallopian tube segments clinical information: tissue submitted: repeat cesarean section, bilateral tubal ligation (a) right fallopian tube segment, portion of (b) left fallopian tube segment, portion of gross description: (a) received in formalin labeled "portion r fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.5 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one cassette. (B) received in formalin labeled "portion l fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.7 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one microscopic description: (a) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. (B) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. [Ultrasound pelvis] on (B)(6) 2014: clinical history: abdominal pain. Findings: transabdominal and transvaginal examination demonstrates an early intrauterine gestation with a yolk sac. Fetal pole is identified, but the fetal heart rate could not be obtained possibly due to early pregnancy. There is no free fluid in the pelvis. Ovaries are normal in size. The right ovary is 3.7 x 3.1 x 2.6 cm in size and the left ovary is 2.3 x 2.3 x 1.2 cm in size. A complex 2.2 cm small cyst in the right ovary probably chronic hemorrhagic cyst. Impression: 1. Early pregnancy within the uterus. Follow-up exam and correlation with beta hcg would be helpful in further evaluation. 2. Small complex cyst or an old hemorrhagic cyst in the right ovary lot number:846836, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in an adult female patient who had essure inserted (lot no. 846836) for female sterilisation. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of cesarean section, parity 2, multi gravida, ovarian cyst, pregnancy and abdominal pain. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery ( essure removal). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: preoperative postoperative diagnosis: term pregnancy for repeat c-section and desires permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: final diagnosis: (a) right, (b) left fallopian tube segments, bilateral tubal ligation: complete cross sections of unremarkable fallopian tube segments clinical information: tissue submitted: repeat cesarean section, bilateral tubal ligation (a) right fallopian tube segment, portion of (b) left fallopian tube segment, portion of gross description: (a) received in formalin labeled "portion r fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.5 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one cassette. (B) received in formalin labeled "portion l fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.7 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one microscopic description: (a) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. (B) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. [Ultrasound pelvis] on (B)(6) 2014: clinical history: abdominal pain. Findings: transabdominal and transvaginal examination demonstrates an early intrauterine gestation with a yolk sac. Fetal pole is identified, but the fetal heart rate could not be obtained possibly due to early pregnancy. There is no free fluid in the pelvis. Ovaries are normal in size. The right ovary is 3.7 x 3.1 x 2.6 cm in size and the left ovary is 2.3 x 2.3 x 1.2 cm in size. A complex 2.2 cm small cyst in the right ovary probably chronic hemorrhagic cyst. Impression: 1. Early pregnancy within the uterus. Follow-up exam and correlation with beta hcg would be helpful in further evaluation. 2. Small complex cyst or an old hemorrhagic cyst in the right ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in an adult female patient who had essure inserted (lot no. 846836) for permanent contraceptive tubal implant. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of cesarean section, parity 2, multi gravida, ovarian cyst, gravida and abdominal pain. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. On unknown date she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: preoperative postoperative diagnosis: term pregnancy for repeat c-section and desires permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: final diagnosis: (a) right, (b) left fallopian tube segments, bilateral tubal ligation: complete cross sections of unremarkable fallopian tube segments. Clinical information: tissue submitted: repeat cesarean section, bilateral tubal ligation (a) right fallopian tube segment, portion of (b) left fallopian tube segment, portion of gross description: (a) received in formalin labeled "portion r fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.5 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one cassette. (B) received in formalin labeled "portion l fallopian tube" is a tan-pink tubular soft tissue without fimbriae, measuring 1.7 cm. In length x 0.3 cm. In diameter. Sectioning reveals a white pinpoint lumen. Representative cross sections are submitted in one microscopic description: (a) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. (B) sections demonstrate a completely transected fallopian tube lumen and wall. The tissues are without significant histological alteration. [Ultrasound pelvis] on (B)(6) 2014: clinical history: abdominal pain. Findings: transabdominal and transvaginal examination demonstrates an early intrauterine gestation with a yolk sac. Fetal pole is identified, but the fetal heart rate could not be obtained possibly due to early pregnancy. There is no free fluid in the pelvis. Ovaries are normal in size. The right ovary is 3.7 x 3.1 x 2.6 cm in size and the left ovary is 2.3 x 2.3 x 1.2 cm in size. A complex 2.2 cm small cyst in the right ovary probably chronic hemorrhagic cyst. Impression: 1. Early pregnancy within the uterus. Follow-up exam and correlation with beta hcg would be helpful in further evaluation. 2. Small complex cyst or an old hemorrhagic cyst in the right ovary. Lot number:846836, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.